Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2012, inratio: 1.3, lab: 4.1. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.